Event description:
Complainant alleged that while attempting to defibrillate patient (age and gender unknown) the electrodes would not adhere to the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch numbers 12209-2015-00514,00513,00505,00492,00522,00493 for similar reports from the same customer.

Manufacturer narrative:
The customer was contacted for return of the suspect electrodes. To date, the electrodes have not returned to zoll for evaluation. Despite our attempts to obtain information regarding the lot number of the electrodes used and to obtain the clinical data files, the customer has not responded. Based on the information was have, no trend has been identified.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.